Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device did not power on which was reproduced. The device was found to function intermittently while on direct current power. The reported symptom was verified and was found during a visual inspection to be caused by depressed battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not power on. There was no known patient injury or medical intervention associated with this event. No additional information is available.